Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted; however, was unable to prime unit during prime/delivery test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.